Event description:
Report received that a patient experienced an increase in seizures. Because of this, the staff of the patient's group home did not think the device was working the same way it did in the past. The patient was also reportedly non-verbal so the patient was unable to indicate whether stimulation was still perceived. A review of the battery life calculation indicated the generator battery had likely not reached end of service. No further relevant information has been received to date.